Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 0003901. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that a pegasus yel 24ga x 0.75in prn had a loose prn which separated from the adapter during use. The following was reported by the initial reporter: "1. After the pediatric nurse performs intravenous puncture for the child, the puncture needle is indwelled and the tube is sealed with a heparin cap. 2. After the second day, it was found that the heparin cap came off by itself and was contaminated and could not be used. 3. Therefore, the indwelling needle was re-indwelled for the patient. After the indwelling needle was removed and the dropped heparin cap was tested, it was found that the heparin cap could not fasten the indwelling needle. 4. It is determined that the indwelling needle does not match the heparin cap."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pegasus yel 24ga x 0.75in prn had a loose prn which separated from the adapter during use. The following was reported by the initial reporter: after the pediatric nurse performs intravenous puncture for the child, the puncture needle is indwelled and the tube is sealed with a heparin cap. After the second day, it was found that the heparin cap came off by itself and was contaminated and could not be used. Therefore, the indwelling needle was re-indwelled for the patient. After the indwelling needle was removed and the dropped heparin cap was tested, it was found that the heparin cap could not fasten the indwelling needle. It is determined that the indwelling needle does not match the heparin cap".